Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed two battery compartment cracks. The battery cap threads were damaged and the cap could not secure properly to the pump. A test cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks and battery cap thread damage. This report is made based on results of the investigation performed on (B)(6) 2015.